Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging unresponsive keypad buttons and moisture behind the lens of the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated on 10/28/2014 with the following findings: on examination, the keypad was fully intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defector contamination. Investigation did not duplicate the alleged unresponsive keypad button issue and the keypad was found to be functioning as expected.